Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative. It was reported on (B)(6) 2016 that the plan was to revise the patient¿s pump pocket and to reanchor the pump, but the procedure hadn¿t been scheduled yet. No catheter break had been confirmed and an x-ray showed the catheter to be patent. It was confirmed the pump had flipped 180 degrees. No other information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was receiving baclofen (concentration 500 mcg, dose 174mcg) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. Patient medical history was spinal cord injury. The pump was flipped; on (B)(6) 2016, the patient stated he was working with physical therapist and was bent over at the waist and felt pain, patient thought he broke his catheter. Patient was now presented with a swollen abdomen where the pump was implanted and the managing doctor and the rep were both unable to palpate the edges of the pump, it appeared to have flipped inward on itself. The patient had diminished loss of control (loc) related to spinal cord injury and this was a factor that may have led or contributed to the issue. The managing physician ordered x-rays to be taken to see the exact orientation of the pump as well as contacted the implanting physician to make him aware. At the time of this report, the issue was not resolved, patient status was ¿alive no injury¿. It was unknown as to whether surgical intervention had occurred, it was noted that the patient may require a pocket revision, the rep was yet to confirm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.